Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the loss of image occurred due to a damaged charged coupled device unit. User can detect the suggested event by handling device in accordance with the following IFU. Operation manual_ inspection of the endoscopic system_ inspection of the endoscopic image olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the flex detectable videoscope exhibited no image. There were no reports of patient involvement.